Manufacturer narrative:
Country of origin is (B)(6). The sample was requested for return but is no longer available.

Event description:
The initial reporter received false positive elecsys troponin I immunoassay results from the cobas 6000 e 601 module analyzer serial number of (B)(4). The initial result was 6.92 ng/ml and the rerun result was 7.03 mg/dl. The architect i1000 result was "negative". It was unclear if it was a serum or plasma sample. After recentrifugation the serum sample repeat result was 3.48 mg/d and the plasma sample repeat result was 6.92 mg/dl. The architect i1000 - "negative" (less than 10 pg/ml) and it was unclear if it was a serum or plasma sample. At a different laboratory the serum sample repeat result was 4.93 ng/m and the plasma sample repeat result 3.48 ng/m. The architect plasma result was "negative" (less than 10 pg/ml ). The questionable results were reported outside the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.